Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that: "piton 3.5 mm anchor "coming loose". Occurred sometime after surgery, increasing pt awareness at 6 months. Causing the need for a revision more than 6-12 months later."